Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) exhibiting increased sensing integrity counter (sic), high rate non-sustained episodes and pacing inhibition resulting in the patient experiencing a syncopal episode. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.